Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2004 the patient underwent the following surgeries: discogram at l4-5 and l5-s1 endoscopic disc excision l4-5 and l5-s1 to treat the following pre-op diagnosis: l4-5 and l5-s1 herniated disc. (B)(6) 2004 posterior effusion from l4 to the bacrurn bilaterally with local autologous bone, synthetic bone and bone morphogenic protein 2 to treat the following pre-op diagnosis unstable l4-5 and s1. Op-notes: the posterior spinous processes of l4-5 and s1 were removed and used for bone graft and then the lamina was decorticated from l1 down to the sacrum. When this was complete the previously removed posterior spinous processes were morcellized and then placed in the wound and then using bone morphogenic protein soaked on a collagen sponge for 30 minutes or more und filled with osteofil syringe about 2.5 ccs in each one and then the bone graft matrix was placed on top of this. The osteofil kept the bone graft matirx from falling out. They were then rolled into a burrito type situation and then placed on the decorticated bone bilaterally. The patient tolerated the procedure well and returned to the recovery room in satisfactory condition (B)(6) 2007 the patient underwent the following procedures: diskogram at l3-4 and l2-3 with endoscopic disk excision at l2-3 to treat the pre-op diagnosis of l3-4, l2-3 herniated disk.